Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had a uti in october and they had extensive treatments until finally a catheter was placed from (B)(6) 2024 until (B)(6) 2025. The patient stated while they had their uti they received mris and ultrasounds. The patient stated since removing the catheter in february, their implant had not been working well. The patient stated they could feel the implant's stimulation, but it was not working well. The patient stated they talked to a manufacturer representative (rep) that knew a little bit about it and they showed them how to turn it on and all that kind of stuff. The patient also stated that the rep increased their stimulation but that had not worked. The patient was guided through connecting to their settings and changing programs. The patient successfully changed programs. The patient would maintain stimulation level and would continue to track symptoms. The patient confirmed comfortable stimulation in their bicycle seat area. The patient was redirected to their doctor if the issues persisted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that to resolve the lack of therapeutic benefit the patient was reprogrammed and scheduled for a replacement. It was unknown if therapeutic benefit had been achieved. It was stated that the patients primary complaints for the uti and efficacy were not determined to be caused by the device. Patient device was at eos and scheduled to be replaced